Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on bus. A filed service engineer found the module control completely out, tested connections, identified drawer 4.2 causing the shortage, replaced the controller board and module controller, powered on, and confirmed functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.